Event description:
The patient attempted suicide with drug overdose requiring hyperbaric treatment. The hcp was informed by technical services that the pump was compatible with treatment as long as it was completely full or empty. There was a delay in finding somebody who could check the pump and remove the medication. A specialist from an outside agency was located to access the pump, but did not do so as she felt there was an infection over the pump and believed the pump should be removed. The hcp disagreed. The patient was sent for further testing and did not return the hyperbaric treatment. The patient had been discharged from the hospital within 5 days of admission. The patient had good pain control at that time. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.